Manufacturer narrative:
Concomitant product: 693565 lead; 407652 lead, implanted: (B)(6) 2012.

Event description:
It was reported that the patient received inappropriate therapy from the implantable cardioverter defibrillator (ICD) device for suspected episodes of atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.